Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the tibial articular surface provisional broke during cleaning.

Manufacturer narrative:
Visual inspection of the returned tibial articular surface provisional bottom confirmed that the post had fractured off of the device. Both pieces were returned. Some slight cosmetic damage was also noted that appeared to be from use. This device is used for treatment. A notification was sent to the field on august 7, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification.